Manufacturer narrative:
On 1-oct-2021, the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. It was reported that a female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure there was a steam pop on mitral isthmus while ablating at 40w 40sec force range between 7 and 27g, power mode. Steam pop followed by a rise in impedance and sa generator stop. Total rf on this ablation point: 37sec 620ai. Irrigation was controlled before as usual and no problem was detected. Irrigation was working well during ablation. Pericardial effusion and drainage needed. The procedure was delayed and the procedure was successfully completed. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smtch sf catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30571261l number, and no internal actions related to the complaint was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure there was a steam pop on mitral isthmus while ablating at 40w 40sec force range between 7 and 27g, power mode. Steam pop followed by a rise in impedance and sa generator stop. Total rf on this ablation point: 37sec 620ai. Irrigation was controlled before as usual and no problem was detected. Irrigation was working well during ablation. Pericardial effusion and drainage needed. The procedure was delayed and the procedure was successfully completed. Additional information: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse even: patient condition. The event required medical or surgical intervention: yes: epicardial punction and drain but no chest opening. Patient outcome of the adverse event: fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Transseptal puncture was performed with a brk + sl0 abbot. Prior to noting the CT ablation was performed. There was evidence of steam pop. The event occurred during ablation phase. An irrigated catheter was used in the event and the flow setting: normal flow 2 in low flow and then 8 <30w and 15 > 30w. No error messages observed on biosense webster equipment during the procedure. Force visualization used: graph, dashboard, vector, visitag with the visitag module parameters for stability: 3sec 2,5mm 25% > 3g , size 3 and additional filter used with the visitag: respiration data and color options used prospectively: ai. Steam pop is not MDR-reportable. High impedance is not MDR-reportable. However, the event is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. Per form 1737- steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. Note: if the steam pop is followed by a patient consequence, refer to the specific code addressing the patient event for reportability.